Event description:
A report was received that the patient had lost stimulation. An impedance check revealed all but one contact was out with high impedances. The patient underwent a lead revision, during which, the lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had lost stimulation. An impedance check revealed all but one contact was out with high impedances. The patient underwent a lead revision, during which, the lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that when the lead was explanted the clik anchor remained anchored to the lead. The physician suspected that the clik anchor could be involved with the event. Additional suspect medical device components involved in the event: model: sc-4316 lot: 14560667 description: clik anchor the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that seven of the cables were completely broken at the bent/kinked location of the lead. The fracture site was 1 cm from the clik anchor setscrew mark. Visual inspection of the clik anchor revealed that the eyelets were torn.

Event description:
A report was received that the patient had lost stimulation. An impedance check revealed all but one contact was out with high impedances. The patient underwent a lead revision, during which, the lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.